Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when they removed the proximal seal from aorta, it was not facilitated, not loosen. So after cutting all suture, pull out the seal itself. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when they removed the proximal seal from aorta, it was not faciliated, not loosen. So after cutting all suture, pull out the seal itself. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 25oct2019, and it was investigated on 20dec2019. A visual inspection was conducted. Signs of clinical use with evidence of heavy blood were observed. Only the delivery device was returned. Photograph was provided by the account and based on how the seal appeared, we can conclude that "failure to unfold or unwrap" is not confirmed. The tension spring assembly and seal remained inside the delivery tube with the seal extended outside the tube. The seal was then pulled out from the delivery device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. The blue slide lock was dis-engaged and the white plunger wasfully depressed on the delivery device. No signs of cracks/delamination were observed on the seal. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.